Event description:
Treatment of a right ophthalmic aneurysm. During the pipeline deployment, it was reported that the proximal end of the stent did not fully open, so an extra wire and balloon (which is one of the options presented in the instructions for use) were used to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline will not be returned for evaluation as it was implanted in the patient. The pushwire and capture coil were returned for evaluation still inside the marksman catheter, but the cause could not be determined. (B)(4).